Manufacturer narrative:
The meter was received for investigation. Sections d9 and h3 were updated. The display did not show any noticeable contrast issues during the investigation. Deposits were observed on the conductive rubber contacts which could have caused the issue the customer observed. These deposits are caused by penetration of liquid. The investigation determined the event was due to contamination of the contacts due to improper handling or maintenance by the customer.

Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter was requested for investigation.

Event description:
We received an allegation of a display issue with a coaguchek xs meter. The customer stated when the meter is turned on all of the segments show but some are faded and unclear and some are darkened. When the customer releases the power button the display remains this way.